Manufacturer narrative:
Olympus f/u with the user facility to obtain add'l info regarding this report. The user facility reported that the device had broken off in the middle of the procedure outside of the pt, and no device fragment had dislodged into the pt's body cavity. The user facility reportedly noted no error messages during the procedure and reported that the intended procedure was delayed minimally. The user facility reportedly might have used a uterine manipulator but did not believe that it had came into contact with the referenced device. There was no info provided on the settings of the generator but the settings reportedly were not high. The user facility reported that there was no excessive bleeding noted during the procedure. The device referenced in this report was returned to olympus for eval. The eval noted that the referenced device had broken off at the base and the broken piece was returned. There were some tissue buildups on the base of the probe and on the jaw. The teflon pad was slightly melted at the tip. The wiper movement was restricted due to tissue buildups. The consistency of the handle movement and the jaw were fine. The referenced device had been forwarded on to the original equipment MFR for further eval. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the referenced device reportedly broke. The intended procedure was said to have been completed with a harmonic ace device. There was no pt injury reported.